Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right atrial (ra) lead exhibited oversensing of noise resulting in inappropriate mode switch episodes, the patient was asymptomatic to the event. The lead was explanted and replaced. The patient was discharged.